Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller said per patient's wife, the system shock him when it's on, to the point where he wet his pants. Patient has stopped using his system for a year or more due to shocking issue. Troubleshooting was unable to be performed implant hasn't been charged for about a year or so.